Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 437 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. In addition when removed from the infusion site (arm), the pod's cannula was found bent. The patient administered a bolus as treatment. Once at the hospital blood work was performed. The patient was given zofran and manual injections if insulin. The patient currently is still in the hospital at the time of the call. The patient's blood glucose history are as follows: time: 8:30 am, bg(mg/dl): 437; 1:40 pm, 318.